Event description:
Patient care specialist contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6) /2015, patient experienced a rash at the abdomen area around the patch adhesion site. Patient states rash developed and became unbearably itchy with welts. On (B)(6) 2015, additional information was received from the patient that on (B)(6) 2015, they called their provider. The patient's provider had no recommendations, however provider advised patient that dexcom would contact him. No further medical intervention or injuries were reported.

Manufacturer narrative:
(B)(4).